Manufacturer narrative:
As reported, during a procedure using 3dmax mesh it was noticed that the inner sterile package was "leaking air". The sample was not returned for evaluation however photographs were provided. The photos provided show that the inner tyvek pouch is opened partially from the chevron end; the mesh remains within the pouch. There is a visible seal transfer that can be seen in the photos indicating the tyvek pouch was sealed at some point. However, review of the photos does not help to determine a cause for the reported condition that the inner sterile package was "leaking air." Based on the information available, and in the absence of the physical sample for evaluation, no definitive conclusions can be drawn. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure using 3dmax mesh it was noticed that the inner sterile package was "leaking air". Reportedly the product was observed to have leakage at the edges of the packaging, the outer box was completely sealed prior to opening, and the product had not been opened before use in the operating room. There was no patient injury.